Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed under-sensing on the implantable cardiac monitor. No intervention was performed. Patient was in stable condition.